Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent dislodgement resulting in permanent damage. Device issue: stent dislodgement. It was reported that dilatation was performed on the stenosed rca, with a vision 3.5 x 15. A second lesion was then treated on the median part. A vision 3.5 x 8 was advanced on the same device; however, it was noted that the stent could not be seen on the film. The stent delivery system (sds) was removed and it was observed that there was no stent. An attempt was made to locate the stent from the wrist to the coronary, without success; therefore, another 3.5 x 8 vision was implanted successfully. The catheter was inspected; however, the stent was not seen. No patient effects were reported. No additional event or patient information is available.